Manufacturer narrative:
Additional information: expiration date and device manufacturer date added. Investigation results: twenty-four mz1000 china samples were received without packaging for investigation. The customer reported that between 1 to 3 days of use, the connectors would crack and result in a leakage of chemotherapy drugs. The returned samples were each subjected to pressure testing in order to replicate the customer's experience; during the testing, leakage was observed in fifteen of the samples. A visual inspection of the leaking samples identified a crack in the female luer adaptor (fla) in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23085023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china products in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Mz infusion connector in clinical use, respectively, in the use of 1-3 days within the connector rupture leakage, resulting in clinical work inconvenience, chemotherapy drug outflow caused by the dissatisfaction of doctors and patients